Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university. E1 initial reporter address: no.

Event description:
It was reported that the device could not be imaged. The 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for percutaneous coronary intervention. During the procedure, after negative pressure was applied, the side of the balloon where contrast was aspirated did not show the image. A second stingray had the same issue. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable after the procedure.